Manufacturer narrative:
On 29-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-oct-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The wire could not be advanced through the dilator because of a burr on the tip. The wire could not be advanced through the dilator of the vizigo sheath. There was a burr on the tip that prevented the wire from exiting the dilator. The sheath was replaced, and the issue was resolved. Procedure was continued. Device evaluation details: visual analysis revealed that the dilator is damaged, a wire was inserted properly inside of the dilator, this issue could have happened due to excessive force or manipulation, however, this cannot be conclusively determined. The device history record (DHR) for the lot number 00001653 has been received and no internal action related to the complaint was found during the review. The instructions for use contain the following warning stated in the IFU: do not attempt to use a guidewire larger than 0.032 inches in diameter with the dilator provided. Doing so may compromise the structural integrity of the dilator or the guidewire and/or lead to the failure of the sheath or guidewire being used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The wire could not be advanced through the dilator because of a burr on the tip. The wire could not be advanced through the dilator of the vizigo sheath. There was a burr on the tip that prevented the wire from exiting the dilator. The sheath was replaced, and the issue was resolved. Procedure was continued. The doctor stated it was a burr. The device was not used on the patient. The sheath obstruction is not MDR-reportable. The burr/possible foreign material on the tip is MDR-reportable.